Manufacturer narrative:
Correction: medical device problem code "1574 - inappropriate/inadequate shock/stimulation" was removed as this did not occur as confirmed by clinician.

Event description:
New information received notes there was no inappropriate antitachycardia pacing therapy (atp) observed. Programming changes were made to address the post paced t wave oversensing. A re-occurrence had not been observed. The issue had subsided. The patient was being monitored remotely. The patient was non symptomatic and experienced no consequences..

Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator. The patient received inappropriate antitachycardia pacing therapy (atp) and high voltage (hv) therapy due to the oversensing. The low frequency attenuation (lfa) filter was programmed off. Additional programming changes were recommended. There were no reported patient symptoms.